Event description:
It was reported that in preparation for a surgical procedure, ventricular detections were programmed off, which caused several atrial therapy parameters to be programmed on and these atrial therapy parameters had not been on previously. The device setting were programmed back to "normal" and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.